Event description:
In june 200, the fantail of the device reportedly became exposed and the implant site became infected. Flap revision surgery was performed at that time and infection was treated with antibiotics. In 2001, the implant site became infected again and it was decided to explant the device. In the following month, patient was reimplanted on the contralateral side with another clarion device.